Event description:
It was reported by service report that the motion interrupt pan was damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Motion interrupt pan.